Manufacturer narrative:
Device has been explanted and/or returned to the MFR for evaluation. A visual macroscopic examination was performed by a product engineer that revealed that there was contact between the rod and setcrews and at least some contact between the rod and the crown components of the mas. All products returned appear to be made to specification. X-rays examination confirmed that the setscrews were out of the mas on one side of what appears to be the following levels l4, l5, and s1. Unable to determine the cause of the event.

Event description:
Date of implant: 2005. It was reported that a pt underwent a spinal fusion with posterior instrumentation at levels t3-s1. It was noted that the setscrews "backed out" at l4, l5 and s1 on the left side, approx 16 months post-op. The pt underwent revision surgery to replace the implants. No pt complications were reported.